Manufacturer narrative:
(B)(4).

Event description:
Device 4 of 4. Reference MFR report: 1627487-2016-02166, 1627487-2016-02167 & 1627487-2016-02168. It was reported the patient complained of her scs system stimulation being intermittent. Consequently, the patient underwent surgical intervention and all four pns (off-label) leads were explanted and replaced. Effective stimulation therapy was reportedly confirmed postoperative.